Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports the following: the universal spine system stick threaded tip broke during a procedure and was lodged inside the screw. This screw was removed and replaced. The surgery was not prolonged and there was not patient harm. This is report 1 of 1 for complaint (B)(4).